Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), the commander delivery system was prepared correctly with no issues noted. During the transfemoral tavr procedure, at the moment of deployment of the 26mm sapien 3 valve, the delivery system balloon ¿ruptured¿ and the valve did not expand. Blood was observed in the inflator when aspirating, confirming the balloon leakage. The whole system was retrieved. A new delivery system and valve were prepared and successfully used. At the time of the report, the patient was doing well. Information regarding the native annular diameter and degree of valvular calcification was not provided. Per medical opinion, the balloon damage was probably due to the valvular calcification of the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tavr procedure. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No relevant photographs or case imagery were provided. A device history records (DHR) review of the relevant work orders related to the manufacturing of the devices and components, including the tubing lots and resin for the crimp balloon, was performed. None of the work orders revealed any issues that may have contributed to the reported event. Lot history review revealed no similar complaints. A review of the complaint history from january 2018 to december 2018 for the edwards commander delivery system (all model and sizes) revealed other similar confirmed complaints. No manufacturing non-conformance and no labeling or IFU inadequacies were identified during these evaluations. Available information suggested that the complaints may have been related to patient/procedural factors. However, per management discretion a product risk assessment and CAPA were previously initiated to document the balloon torn issue investigation and any corrective actions. Review of complaint history revealed that the monthly occurrence rates did not exceed the control limit for the applicable trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During manufacturing, all inspections are conducted on 100% of the units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. The balloons are inspected for working length, balloon diameter, proximal and distal leg ID, proximal leg od, single wall thickness, mechanical damage and scratches. The crimp balloons undergo 100% dimensional inspection and visual inspection for defects. The I/c bond is visually inspected for defects (e.g. Bubbles or burns). The balloon is inspected for size and distorted/pinched folds. During final inspection, the entire device is inspected for missing components, device damage, incorrect assembly and distorted/pinched folds. As part of the functional pv testing, the samples are inspected for physical damage, loose or missing components and I/c bond not intact or torn. The samples also undergo tensile product verification testing. Of note, this work order samples underwent and passed pv testing. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint events. In this case, the complaint for ¿balloon ¿ leakage¿ was not able to be confirmed due to the unavailability of the device or relevant imagery. Additionally, without the device, visual, functional and dimensional evaluations could not be performed. As a result, the presence of a manufacturing non-conformance was not able to be confirmed. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manual revealed no deficiencies. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. However, since it was reported that the delivery system was able to be successfully de-aired, it is unlikely that the leakage source was present on the device out-of-box and was created during the procedure. Patient/procedural factors that can result in balloon leakage include the following: - excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). - calcification in the patient anatomy damages the inflation balloon and/or crimp balloon. As stated in the complaint description, ¿as per medical opinion, the balloon damage was probably due to the calcification of the patient.¿ - although the location of the leak could not be confirmed, one potential cause of the leak may have been a tear in the crimp balloon. Previous complaints have shown that the area of the crimp balloon proximal to the I/c bond can become damaged/weakened during valve alignment. Performing alignment in a non-straight area could result in increased forces being applied to the bond area causing damage adjacent to the bond area. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tear in the area proximal to the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. It is likely that patient factor (calcification)/procedural factors contributed to the reported event. However, based on available information, a definite root cause cannot be determined at this time. No manufacturing non-conformities or IFU/training manual deficiencies were identified during this evaluation and the occurrence rate did not exceed the complaint control limits for the applicable trending categories. As such, a product risk assessment, nor preventative or corrective actions are required. Although the exact failure mode of the complaint was unable to be determined, per management discretion, a CAPA and product risk assessment were previously initiated to document the investigation and corrective actions regarding the balloon torn issue. No IFU/training deficiencies were identified. Regardless, edwards has decided to include into the IFU additional information that currently exists in the training manuals related to tension build-up in the device.